Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient said they have 3 p rograms, a, b, and c. Patient said they use group a and b overnight and b during the day and they would turn one group off and turn the other on, but now they can't do that. If they turn a program on, all 3 groups go off at the same time. Agent reviewed that only one active group can work at a time and once patient is in that current active group, all the other groups turn off regardless of what it was before. Patient said he has neuorsense in group a and he doesn't feel stimulation when laying down and he can feel group b, if he lays down. Patient to switch groups to determine if both or multiple group is on or if only one group is on. Patient to see hcp if multiple groups are stimulating him at once. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.